Event description:
Reporter indicated that a lead discontinuity was discovered during generator replacement surgery. Both the lead and generator were replaced. It was reported that approximately four months before the generator replacement surgery, the patient sustained trauma in the area of the generator and then progressive discomfort and pain occurred. The patient believed that the generator may have moved as a consequence of the trauma (injury while playing soccer) and stated that at times it felt as though the device was rubbing on his ribs; however, x-rays did not reveal any abnormalties with respect to disconnection or adverse mechanical finding. Treating physician indicated that the patient's pain was more related to the trauma (injury suffered) rather than the vns therapy system. During the generator replacement surgery, the surgeon noted that fluid was inside the lead insulation tubing. It was not evident to the surgeon why the device had been causing pain, but the fracture in the lead was evident with loupe magnification when examined, so the surgeon decided to replace the lead as well. The patient tolerated the surgery well and there were no apparent complications.